Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a damaged battery. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is an ancillary service event opened during investigation of (B)(4). The device was repaired on-site at the customer facility by a baxter field service technician. To correct the condition, the main battery was replaced. The cause of the damaged battery is unknown. The device was returned to the customer in good working condition. If any additional relevant information is received, a follow-up MDR will be sent.